Manufacturer narrative:
A keyboard was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned ventilator was performed and found in the keyboard printed circuit board (pcb) had dome slippage on some of the keypads. The returned component was installed into a test ventilator for analysis and functionality testing was performed; during testing an error code was generated. An investigation was performed and the product analysis technician reported that the root cause was isolated to the dome slippage on the pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported the 840 ventilator became inoperable while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.